Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous elevated accutni (troponin I) results generated on the access 2 immunoassay system. The pt samples was retested and the result was within the normal reference range. The initial erroneously elevated result was not reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse verified system performance by running a high sensitivity (hs) lumwash son/inc testing which met specifications. Then the fse verified the centrifuge settings which were correct and performed preventative maintenance (pm). The fse verified all repairs per established procedures and results met published performance specifications. The customer stated to customer technical specialist (cts) that sample types (serum and plasma) were used interchangeably for the pt's accutni testing; therefore, customer error is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.